Manufacturer narrative:
The lens was not implanted and therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) broke during insertion into the eye. Patient contact was reported. Additional information was received and it was learnt that the lens was not fully inserted into the eye. The incision was enlarged and two sutures were used. Also a planned vitrectomy was performed. The procedure was completed successfully using a backup lens with same model and diopter size. There was no serious patient injury noted. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/27/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site stuck in a cartridge tube. One haptic was observed detached and glued to the cartridge wing. Viscoelastic residue was not observed in the cartridge. The customer's reported complaint was verified however based on the condition of the sample received the cause of the complaint could be related to the handling process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.